Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to replicate the reported errors, but replaced the endoscopic camera manipulator (ecm) for customer satisfaction.the system was tested and verified as ready for use. Isi received the ecm involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported event, but confirmed it via logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The ecm had no trouble found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated recoverable fault. The logs were reviewed and error 23025 was found to be related to the reported complaint. The error points to encoder quadrature fault on endoscopic camera manipulator (ecm) axis1. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer attempt an emergency power off, hard power cycle and reposition of camera arm twice with no resolve. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.